Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the infection has resolved.

Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer report numbers 1627487-2021-17519, 1627487-2021-17520, 1627487-2021-17521. It was reported that the patient experienced an infection around the burr hole area. In turn, surgical intervention was undertaken wherein the entire system was explanted.